Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated pump was malfunctioning and they had high blood glucose. The high readings reported by the customer was 422 mg/dl. Customer stated they used insulin pump for high readings. The blood glucose readings during the call was reported 322 mg/dl. Customer also reported there may be leak at the cannula. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.